Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections noted that the distal end of the proximal spring electrode was separated from the lead body. Furthermore, laboratory testing was unable to reproduce the reported clinical observations.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds. Additional information indicates that the suspected cause of the high thresholds was due to potential exit block. This rv lead was explanted. No additional adverse patient effects were reported.